Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having trouble charging the pump with the usb cable. It was indicated that the cable was bent and did not fit well in the pump usb port. A replacement usb cable was sent to the customer. In addition, the customer reported the pump became hot while charging. There were no temperature alarms noted. The customer stated that they typical charge the pump while wearing it and occasionally while wearing blankets. There was no impact to the customer's blood glucose level.